Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that the customer complains about the pressure transducer adapter cable not working. The fse verified the reported problem and informed the operators for the resolution of the problem. The adapter cable must be requested from the pressure transducer supplier. In this case it appears to be made by edwards. Repair completed, with assessments and information provided to the customer.

Manufacturer narrative:
D4 unique identifier (UDI)# : UDI is not provided. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs100 intra-aortic balloon pump (iabp) had a cable failure. No patient was involved.